Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "low flow due to over-lamination of foam to film due to temp controller set too high". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog for this artic gel pad is unknown. Therefore, bd is unable to determine the associated labeling to review.  H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were receiving a low air leak message in the arctic sun device, so they turned the device off and were changing the pads. Nurse stated that they cannot get out of the help screen and turned the device off. Nurse mentioned non-recoverable alarm but powered the device off before providing more information. Mss suggested that the device should be looked before changing the pads, but they were already putting the new pads on the patient. Device provided alarm 72 (non-recoverable system error, primary outlet temperature sensor out of range - low resistance) when powered back up. Mss advised that this device needs to go to biomed and they should change to another device.

Event description:
It was reported that they were receiving a low air leak message in the arctic sun device, so they turned the device off and were changing the pads. Nurse stated that they cannot get out of the help screen and turned the device off. Nurse mentioned non-recoverable alarm but powered the device off before providing more information. Mss suggested that the device should be looked before changing the pads, but they were already putting the new pads on the patient. Device provided alarm 72 (non-recoverable system error, primary outlet temperature sensor out of range - low resistance) when powered back up. Mss advised that this device needs to go to biomed and they should change to another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.